Event description:
It was reported that a user experienced a pairing failure when attempting to connect a freestyle libre 3+ sensor to an ilet system, after which guided troubleshooting via the ilet device and mobile app led to successful rescanning and activation with the sensor entering a warmup and displaying time remaining. No reported adverse clinical symptoms were reported. Outcomes included successful sensor warmup initiation and restoration of intended use. User support included interview and step-by-step pairing and activation guidance. Investigation of this case revealed a user interface or pairing process issue resolved by rescanning and confirming activation, with no device hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user adherence or use error during initial pairing that was corrected through standard troubleshooting.